Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 29,697 joules. Per the customer, the condition was noticed through the aiming beam while in the pt. The laser system did not display any error codes. There were no unusual observations. No pt injury was reported.